Event description:
Dr. Inserted the ahmed valve in a pt over a week ago. After monitoring the pt for several days, it appears the valve is not working properly. The pressure never went down below 35. Scans showed no fluid in the bleb. Day 1 post op was 50. She left visco in the ac. Usually the pressure goes down after a day.

Manufacturer narrative:
The device history record for the lot reported was reviewed and the product was manufactured, tested, sterilized and released in compliance with our internal procedures. The sample was received for eval. The sample was inspected visually, and tested under simulated use conditions, prior to testing the unit fluid was flushed through the device during the priming pressure test and it was collected in a clean glass beaker and filtered. The filter was examined under a microscope and some fibrous material was observed in the filler. The unit was tested for 2 hours and the valve performed within the normal range of 5-21 mmhg. It is suspected that the observed material is a blood of fibrin cloth that could have caused the valve not to perform as expected.